Manufacturer narrative:
Corrosion on the sockets of the motor cartridge was identified as the primary cause of the device running without activation.

Event description:
The micro sagittal saw was sent in for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.